Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis, measuring 58.0 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. After connecting the right ventricular lead to the device during the procedure, low impedance was observed. It was confirmed on the programmer screen that the bipolar wave became flat and the pacing could not be performed. As the lead impedance measurement was attempted three times after re-fixing the setscrew, the issue was not solved. Another lead was applied and the issue was solved. The procedure was completed without any adverse consequences to the patient.